Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the balloon would not inflate.the alleged issue was detected prior to use.

Manufacturer narrative:
(B)(4). Medsun mandatory and voluntary report uf report# (B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The actual sample was not available for evaluation; however, the customer sent in three un-opened representative samples. A visual exam was performed on the samples and no defects were observed. The samples were then functionally tested and the cuffs were inflated to 25mbar using a calibrated endotest meter. No abnormalities were found. The cuffs were then deflated with a syringe and no issues were encountered. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned devices.

Event description:
The customer alleges that the balloon would not inflate. The alleged issue was detected prior to use.